Event description:
A bovie grounding pad was applied by the surgeon. The bovie cord was attached to a maryland dissector. The nurse reports that the surgeons complained they weren't getting "heat" from the bovie, so the cut and coagulation settings were increased from 25-25 to 35-35. The bovie cord caught on fire and burned in two at the point where the cord attaches to the plug.